Event description:
Info received from the distributor indicates the user alleged the pump over delivered. The distributor reviewed the pump history of that showed the expected volume was delivered. Examination of the pump by the distributor revealed that the rollers were missing from the rotor which would have the effect of allowing free flow through the feeding set.

Manufacturer narrative:
A visual examination of the pump showed the rotor was missing 4 pins and 4 rollers. The rotor housings showed no evidence of solvent on the bonding surface. Rotor assemblies without solvent would be more likely to work loose over time, displacing the pins and rollers. The rotor was replaced to resolve the issue. This report is part of a retrospective review for complaint reportability.